Manufacturer narrative:
The pt¿s attorney initially reported a single composix kugel mesh, which was filed with the FDA under (B)(4) when davol was originally made aware of the complaint. However, medical records were later receive that identified add¿l meshes. The medical records noted the pt has a history of morbid obesity, diabetes, and multiple abdominal surgeries. The pt was implanted with three bard meshes between 2000 and 2004. In 2005 and 2007, the pt developed mesh infections and there was mesh explanted, however, the medical records are unclear as to what mesh was removed. Although there were no culture reports provided to confirm the infection, the warning section of the IFU states ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ additionally, the pt was reportedly treated for adhesions, which are a known adverse event listed in the IFU. A review of the mfg records was performed and there was no evidence of a mfg related cause for the reported event. Additionally, no sample was returned for eval. Based on the review of the info currently available, no connection could be made between the adverse pt outcome and the davol product in question. See MDR 1213643-2012-00423 for the composix mesh implanted on (B)(6) 2000. See MDR 1213643-2012-00424 for the composix mesh implanted on (B)(6) 2001.

Event description:
The initial attorney report alleged pain, substantial medical treatment, scarring, disfigurement and permanent injury. The following is based on the medical records provided by the pt¿s attorney: (B)(6) 2000: implant of bard composix mesh for a recurrent incarcerated incisional hernia. On (B)(6) 2001: implant of bard composix mesh for a ventral hernia repair. On (B)(6) 2004: implant of bard flat mesh for a recurrent incarcerated incision hernia. In 2005: explant of unspecified bard mesh and implant of split thickness skin graft. On (B)(6) 2006: office visit. Pt seen for chronic mesh infection. On (B)(6) 2006: office visit. Pt seen for infected abdomen. Plan for panniculectomy. On (B)(6) 2007: excision of previous hernia repair unspecified mesh, including infected mesh and unspecified mesh explantation. Repair of recurrent incisional hernia with non-bard mesh. On (B)(6) 2007: pt healing well.